Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being hospital for five days due to diabetes ketoacidosis. The blood glucose reading at time of call was 196mg/dl. The customer experienced vomiting and nausea. The customer stated that her glucose level was high and she was drinking alcohol. She was treated with an insulin drip for three days and then went back on the insulin pump. No further information was provided.